Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. E1 - initial reporter phone-(B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and it observed a 'no disposable alarm' (nda) occurred on may 22, 2026. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed. The reported issue was unable to confirmed; however, the probable cause was possible downstream occlusion (dso) sensor or cassette product was defective. Returned unrepaired to the customer as per customer's request.

Event description:
It was reported that during infusion, the pump triggered a 'cassette dislodgement' alarm. This is a high-priority alarm that prevents device operation and interrupts therapy. There was patient involvement, and no harm was reported.